Event description:
It was reported that revision surgery was performed due to a fractured neck of femur. At the time of revision, the surgeon also determined the acetabular cup required removal however, the surgeon did not have the appropriate instruments available. Therefore, the acetabular cup was revised at a later date. Both devices were originally implanted in 1998.